Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had to be hospitalized due to obtaining additional insulin while filling cannula of the infusion set. Patient's mother was attempting to fill the cannula with insulin, but instead filled the tubing of the infusion set while it was connected to the patient. Patient obtained 14 more units of insulin than needed. Patient was hospitalized. Blood glucose readings were not provided. Treatment received by customer was not provided. Serial number of the pump was not provided. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.